Manufacturer narrative:
(B)(4). Batch # m55n9g. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿stapler locked and it was impossible to staple¿? Did the device lock-out (no staples deployed and no cut line started)? Did the device cut the tissue? Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with seven cartridges present no loaded in the device; the damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b, 6r45b, m55k0u, fully fired, lockout damaged. Cartridges d, c, 6r45b, m55k0u, fully fired, lockout normal. Cartridge e, 6r45b, m54x5a, fully fired, lockout normal. Cartridge f, tr45w, m55k5h, fully fired, lockout normal. Cartridge g, tr45w, m5342u, fully fired, lockout normal. Cartridge h, tr45w, m55k5h, fully fired, lockout damaged.

Event description:
It was reported that during an unknown procedure, the stapler locked and it was impossible to staple. Replacement was required for continuation of the procedure. The procedure was completed with a same like product. There were no patient consequences reported.